Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming but customer was not sure what the alarms were. Customer thought it was low reservoir so she changed out reservoir. Customer thought it might have been her sensor since it was almost time to switch out, changed it. Customer stated the alerts continued after changing both. No alarms noted in the history and alert history determined the device was alerting high predict. Customer was informed of what alerts where and how to check them. Customer also stated she had a low but did not remember her blood glucose level. Customer's last blood glucose was 201 mg/dl. No further information reported.